Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that a patient was implanted a znn cmn nail 11.5mmx38cm 125 r on the right side on (B)(6) 2014. The patient underwent a revision surgery on (B)(6) 2014 due to breakage of the implant.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: the patient is pursuing a product liability claim. It was reported that a (B)(6) year-old patient underwent a revision surgery one month after the implantation of a znn cmn nail due to a breakage of the nail. The surgical report of implantation and revision were returned for evaluation. The surgical report of implantation, dated (B)(6) 2014 reported the implantation of a 11.5 mm znn nail, a lag screw and a distal locking screw to treat a right hip subtrochanteric fracture concerning pathologic fracture. The surgical report described the implantation of the nail according to the surgical technique. It was noted that the patient had a total knee arthroplasty on that side therefore the wire and the nail lengths were chosen appropriately. The surgical report of revision, dated (B)(6) 2014, reported that the patient felt pain and heard a pop while she was walking down some stairs. She was brought to emergency room. The reason for admission was a nonunion of right femur fracture. The report described the removal of the nail and implantation of a new hardware. No statement about bone healing was present in the report. Devices analysis: a devices analysis could not be performed as the product was not returned for investigation. Review of internal documents: inspection plan was reviewed: 100% inspection is mandatory and was conducted for all critical sections. The surgical technique zimmer natural nail system cephalomedullary nail surgical technique contains information and illustrations about the fixation of the nail. Possible causes for the reported event: a) breakage of implant due to lack of adequate fatigue strength. B) breakage of implant due to lack of adequate fatigue strength due to anodization. C) breakage of implant due to incorrect distal nail design for short nails (flexible nail end). D) breakage of implant due to reuse of a single use device. E) breakage of implant due to off-label use, e.g. Misuse by surgeon. F) breakage of implant due to wrong size of implant, e.g. Too small diameter of nail versus intramedullary channel. G) breakage of implant due to screws holes furthest from the fracture line used. Comparison to investigation results whether it is possible and justification: a) possible as the part was not returned this point cannot be excluded. B) possible as the part was not returned this point cannot be excluded. C) not possible as zimmer research report certify the design and an adverse trend due to inadequate design would have been detected in more than three years of marketing. D) possible as no information about first usage or re-usage of the product was provided. E) not possible as the surgical reports were returned and do not show any off-label use. F) possible as no document stating the correct size of implant was provided. G) possible as no document stating the placement of the screws was provided. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).